Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, it was discovered that the camera head was not producing an image when the scope was plugged in due to a faulty cable. Additionally, a worn focus knob, peeled rear packing cab, and a faded rear cover were also noted. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus 4k camera head due to a scope connection issue noted during procedure preparation. According to the initial reporter, the camera box was not recognizing the camera when it was plugged in. Reportedly, the intended procedure was completed using a different unit. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was confirmed that no image was present. This report is being submitted to capture the confirmed no image found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3 of the initial medwatch (the aware date should be 22-mar-2022). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the cause of the faulty cable could not be identified. As to faulty cable, we checked the contents described in the then instruction manual and found the following descriptions. We determined that the phenomena might have been prevented by following these descriptions. ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damage. Olympus will continue to monitor field performance for this device.